Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient is getting an inform ational power on reset (por) on their patient programmer (pp) and recharger a couple days ago. Patient services reviewed por information and reviewed the steps to clear the por with the pp which included pressing the sync key, pressing any arrow on the navigation button, and then pressing sync to complete the reset. The por was cleared, the patient was able to turn on their therapy which was adequate. There were no patient symptoms reported and no complications reported.